Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined any troubleshooting assistance at the time, and no additional actions were taken as a result.